Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
During index procedure, the physician implanted a protégé gps stent in the left external iliac artery. It is reported that approximately 33 months post index procedure, the patient experienced increased left hip pain. The patient underwent angioplasty and pre-angioplasty of the external iliac artery approximately 2 weeks later. The event was reported as a clinically driven target vessel revascularization, not related to the study device.